Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Bec customer technical support (cts) discussed issues related to assay reagent packs being transferred between systems per the recall z-0607-2011. The customer stated that they will run bhcg qc to verify that results are within specifications and repeat any bhcg samples that may have been run on the shared reagent pack to verify reproducibility of results. User error is likely the root cause of event.

Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining a no value, ind (indeterminate) flagged beta human chorionic gonadotrophin (bhcg) generated by the access 2 immunoassay system for one (1) patient. This result was not reported out of the lab. While troubleshooting with bec hotline, a bhcg reagent pack was found to have been shared between the customer's two access systems. When this occurs the instrument does not detect that the pack test count is incorrect. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.